Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Presenting electrogram showed loss of lv capture. Lv pacing output was programmed 2.3v at 0.4ms. Review of lv lead and programmed pacing parameters was suggested. No adverse patient effects were reported.